Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 419 mg/dl. Customer treated high blood glucose level with manual injections. The insulin pump got more than one motor error during a bolus. Customer also reported that the drive support cap was sticking out. Customer was not able to troubleshoot for high blood glucose level due to motor error. The insulin pump will be returned for analysis.